Event description:
During a routine shift check by a clinician, the device displayed "bridge test fail" and "defib fault 108" messages. Complainant indicated that there was no patient involvement in the reported malfunction.